Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys estradiol ii assay (estradiol ii) on a two cobas 8000 e 602 modules. This medwatch will cover e602 module with serial number (B)(4) (module b). Refer to medwatch with (B)(6) for information on e602 module with serial number (B)(4) (module a). The initial estradiol ii result from e602 with serial number (B)(4) (module a) was 5.0 pg/ml. The sample was repeated on e602 with serial number (B)(4) (module b) and the result was 5.0 pg/ml. This result was reported outside of the laboratory where the patient did not agree with the result. On (B)(6) 2017 the sample was repeated on e602 module a and the result was 777.2 pg/ml. The sample was repeated on e602 module b and the result was 815.0 pg/ml. This result was believed to be correct and was released to the patient. There was no allegation that an adverse event occurred. The estradiol ii reagent lot number was 217313. The expiration date was not provided. The field service engineer (fse) had observed that the customer forgot to insert the sample tube rack support in their pre-analytic system and tubes without lids fell in the system. No issues were identified during a review of the alarm trace for e602 module b. An abnormal sample aspiration alarm was observed during a review of the alarm trace for e602 module a.

Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Since the issue occurred on 2 e602 modules, an instrument issue is less likely than a pre-analytical issue. As the customer does not always use rack adapters, erroneous pipetting due to a tilted tube could not be excluded. Additional possible root causes for this event may be sample quality and insufficient maintenance.